Event description:
It was reported that a patient¿s implantable neurostimulator (ins) had been turned off for one week prior to the report per her doctor¿s recommendation. During that time the patient¿s heart was shocked back into rhythm. The day prior to the report, the patient was unable to adjust stimulation and the patient programmer display showed the ¿call your doctor¿ icon and a power on reset (por) condition. No symptoms, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0clu4, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).